Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range pacing lead impedance measurement of greater than 2,000 ohms. Subsequently, this lead was found to be fractured as confirmed through fluoroscopy. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.